Event description:
It was reported the device detachment occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was removed and prepped as usual. When the closure device was being recaptured at one of the early recaptures, it was noticed that there was a gap in between the threaded insert and the screw on the core wire appearing it was not screwed in all the way. The physician turned the core wire clockwise to screw the wire in more to make it more secure. The procedure was completed without complication, and device was successfully implanting meeting all position, anchor, size and seal (pass) criteria. There were no patient complications.